Event description:
The valve was explanted due to endocarditis (gram positive cocci). According to the operative report, the sewing ring was completely covered with vegetations. The leaflets and subvalvular structures were not affected. The valve was replaced with a 29m-101. A duran tricuspid annuloplasty ring was also replaced due to vegetation.